Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited varying increased right ventricular (rv) pacing impedances of 2600 ohms, and increased pacing thresholds. Technical services (ts) discussed the possibility of an intermittent crush or fracture of the lead. The physician therefore elected to surgically cap and replace the lead. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
--

Event description:
Additional information was provided that it was later noted that the increased impedances might have been due to a loose connection.

Manufacturer narrative:
If additional information becomes available, the event will be updated.